Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) gave a high-pressure alarm. The iabp was removed from patient and no other iabp was used. The field service agent (fsa) serviced the iabp and found after pumping for 30+ minutes the iabp alarmed for "high-pressure" and the pump assembly was "noisy". As a result, the pump assembly was replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "high pressure alarm" is confirmed. The pump alarmed high baseline (1) during the complaint investigation. An excessive noise was noted from the pump assembly consistent with a motor/lead screw malfunction. The received product did not meet specifications during the complaint investigation due to the motor/lead screw malfunction. The root cause of this complaint is undetermined. An examination of the device history record (DHR) could not be completed because the DHR information was unavailable, but the service history information was reviewed for the reported complaint. There were no problems identified during the review of the service history for this device. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) gave a high-pressure alarm. The iabp was removed from patient and no other iabp was used. The field service agent (fsa) serviced the iabp and found after pumping for 30+ minutes the iabp alarmed for "high-pressure" and the pump assembly was "noisy". As a result, the pump assembly was replaced. There was no report of patient complications, serious injury or death.